Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was discharged from the hospital. No patient symptoms were reported.